Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported limited hearing performance with the device as compared to previously. There was no report of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: reportedly, a complete insertion was not achieved at implantation, being later followed by a partial active electrode array migration, resulting in 6 extra-cochlear channels. Additionally, impedance changes on the most apical channels were noted and recipient's hearing performance decreased. Device investigation found mechanical damage to the active lead and to the reference electrode. However, given its location and pattern, it could not be determined if observed damage was attributable to the explantation or if, to some extent, was present whilst implanted. This is a final report.

Event description:
The recipient reported limited hearing performance with the device as compared to previously. There was no report of accident or trauma. In situ measurements taken from 2009 showed basal channels (ch 8-12) with elevated or high impedance. In situ measurement taken on (B)(4) 2018 show 3 channels with high impedance and 4 channels involved in two short circuits. A partial insertion was achieved at implantation. As per implant registration card, 3 channels were extra-cochlear at implantation. Imaging performed prior to explantation showed 6 channels out of cochlea. Re-implantation was performed on (B)(6) 2018. It was stated in the device explantation report that the active electrode lead and the reference electrode were severed during removal surgery.